Manufacturer narrative:
(B)(4). This device has not been returned as of date for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an endovascular repair of aneurysms on a (B)(6) patient, the marker band were brought together at the end of the catheter mb 5f pig 110 cm 6sh, making very difficult to remove the catheter, and so, increasing the risk to have a piece breaking and staying in the patient's artery. No patient injury was reported and the product will be returned for analysis. It was noted that the markers moved while inside the patient. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU. There was no difficulty advancing the device to the target lesion. The device did not pass through any acute bends. There was no difficulty crossing the lesion. There was no difficulty withdrawing the device from the patient. All of the marker bands were retrieved from the patient and accounted for. Additional procedural details were requested but are unknown.

Manufacturer narrative:
The sections were updated accordingly: as reported, during an endovascular repair of aneurysms on a (B)(6) patient, the marker band were brought together at the end of the catheter mb 5f pig 110cm 6sh, making very difficult to remove the catheter, and so, increasing the risk to have a piece breaking and staying in the patient's artery. No patient injury was reported. It was noted that the markers moved while inside the patient. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU. There was no difficulty advancing the device to the target lesion. The device did not pass through any acute bends. There was no difficulty crossing the lesion. There was no difficulty withdrawing the device from the patient. All of the marker bands were retrieved from the patient and accounted for. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17665154 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) withdrawal difficulty¿ and ¿marker band (supertorque)- offset/out of position¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failures could not be determined. Based on the limited information available for review, procedural (endovascular aneurysm repair) or handling factors may have contributed to the marker band movement and subsequent withdrawal difficulty reported. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿failure to observe these instructions may result in damage, breakage or separation of the catheter or the markerbands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during an endovascular repair of aneurysms on a 54 years old patient, the marker band were brought together at the end of the catheter mb 5f pig 110cm 6sh, making very difficult to remove the catheter, and so, increasing the risk to have a piece breaking and staying in the patient's artery. No patient injury was reported and the product will not be returned for analysis. It was noted that the markers moved while inside the patient. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU. There was no difficulty advancing the device to the target lesion. The device did not pass through any acute bends. There was no difficulty crossing the lesion. There was no difficulty withdrawing the device from the patient. All of the marker bands were retrieved from the patient and accounted for. Additional procedural details were requested but are unknown.

Manufacturer narrative:
This device has not been returned as of date for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17665154 presented no issues during the manufacturing process that can be related to the reported complaint.